Manufacturer narrative:
D4: not applicable. Primary UDI number - due to the age of the complaint system, a gtin is not available. Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while using the luminos agile. The user stated that a metal part of the lead curtain assembly fell off and hit a patient. The patient was not injured. Since the part has sharp edges, it is assumed that in a worst-case scenario a minor to serious injury might be the outcome should the issue recur. Siemens has requested additional information in order to investigate the reported event.

Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. It was previously reported that a part was dropped from the lead curtain assembly and hit a patient. The investigation of the affected part revealed neither mechanical damage nor damage to painted parts nor any other deviations. There is no indication that the lead curtain was assembled incorrectly. It was not possible to recreate the described issue. Based on all investigation results a use error cannot be excluded. If the two rails are forced in two different directions a torsion force is applied to the reinforcement part and to its rivets and the glue. The rivets and the glue could shear off under sufficient mechanical load. The damaged radiation protection curtain was replaced at customer site by the service organization. Shs internal post market surveillance does not indicate a general problem with the radiation protection (material number 11252280). The complaint is closed with this statement. H11 corrected data: d3: manufacturer street address was corrected and email added.